Event description:
It was reported that the recovery filter failed to deploy; the legs did not open. Physician indicated that he followed the manufacturer's instructions for use but on this occasion the central struts of the filter were trapped within the distal portion of the introducer sheath, held in by the central metallic guide of the introducer system. After a period of manipulation, he was able to free the filter from the end of the sheath. The final position of the filter was satisfactory below the level of the right renal vein. However, the central struts which were originally trapped in the introducer sheath still appear not to have fully deployed. He indicated his belief that the ivc filter would still be in a stable position. Subsequently, retrieval of the recovery filter was attempted at a later date, once the patient no longer required the filter, however it was found to be surrounded in clot and the physician decided not to remove it.

Manufacturer narrative:
This event is being reported as this device is the same or similar to a device sold in the us, product catalog number rf310f. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation as it remains implanted. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.